Event description:
It was reported that during a sigma procedure, during trying to pin the pressing plate - the pin pushed light back. The surgeon must hold against. No further information. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: when you say pressing plate are you referring to the anvil? => yes. When you say pin pushed right back are you referring to the trocar with the orange ring around it? => yes. Could the anvil not be attached to the trocar because of it slipping back into the shaft of the device? Yes. What is meant by, the surgeon must hold against? This is not clear. => surgeon had to fix the anvil to connect with the anvil!! How was the procedure completed? => after fixing the pin, he was able to connect and shoot the anastomose the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.